Event description:
The customer was hospitalized for high bgs and dka. The customer had an alarm. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to change the site and use manual injections per md protocol. The customer called back and reported that the pump had the same alarm.